Event description:
During attempt to seat catheter a kink was noted about 2 inches above 6 fr introducer. Kink was removed and catheter removed with wire. When attempting to introduce a new catheter over a 035 rosen wire, resistance was met, a new wire was tried and again resistance met (although 6 fr sheath in rt femoral art). A new puncture and 6 fr sheath inserted. Catheter inserted during attempt to seat another small kink. Catheter was removed. A new catheter was used without difficulty and case was completed. The pig tail was repositioned and an aorta bisturication run was done. The x-rays showed no damage to vessels, although the md involved states there is clinical suspicion of a retrograde dissection in the right external iliac artery.